Event description:
A pt was treated for two painful "osteoportic" compression fractures located at t7 and 78, the first level (t7) was treated without difficulty. Placement of the working cannula into the second level (t8) took longer than anticipated and void filling was initiated approximately 14 minutes after the current was mixed. The physician estimates that 2cc of bone cement were introduced into the 4cc void. The cement hardened before the void could be completely filled. She removed the cannula when the cement no longer moved out of the bfd easily leaving a spicule of bone cement tracking through the pedicle and into the subcutaneous soft tissues. The physician extended her incision and removed the cement from the subcutaneous tissue. Because the pt was anti-coagulated for preexisting cardiovascular condition, a small subcutaneous hematoma resulted. Post-operatively the pt is doing well. There is some residual pain thought to be secondary to the hematoma that is slowly resolving without additional therapy.